Manufacturer narrative:
At the time of this report, the affected device has not been received. Neither the surgical report nor x-ray pictures were not provided for review although the lot number was received for the device and the device history records was reviewed and found to be conforming. While the cause of this specific event could not be ascertained from the information provided, once the device is received and investigated and the result of the investigation becomes available, an updated report will be submitted.

Event description:
It was reported that the patient had a hip replacement arthroplasty on (B)(6) 2013. Due to repeated dislocation (six times in a span of 5 months in vivo), the patient underwent revision surgery on (B)(6) 2014. During surgery traces of metal were found on the ceramic head. Customer is mainly interested in the metal traces and its effects rather than the cause for the dislocations.